Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. The customer tried to use central lumen with a transducer but it was clotted. Fellow coming in to place a radial line as an alternative pressure source. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. The customer tried to use central lumen with a transducer but it was clotted. Fellow coming in to place a radial line as an alternative pressure source. There was no reported injury to the patient.

Manufacturer narrative:
Additional information section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).